Event description:
It was reported the implantable neurostimulator (ins) site was ¿black and blue like it was the first day¿ and the ins was hot to the touch. It was stated, it was ¿excessively black and blue, it started as a straight line on the bottom but now was a 2in x 1in area.¿ it was noted the area was tender and if the patient sat a certain way it hurt. Reportedly, the device worked 99% of the time, and the patient mentioned her legs were falling asleep. [Omitted info from related pe (B)(6): revision] it was stated the patient still had concerns regarding their device or therapy but was working with their doctor or representative. The following appointment dates were noted: 2012 (B)(6), 2012 (B)(6), 2013 (B)(6), 2013 (B)(6). It was also stated ¿it now appeared the ins was out of pocket.¿

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 3037, serial# (B)(4); product type programmer, patient product ID 3 093-28 lot# va03dt9, implanted: 2012 (B)(6); product type lead. (B)(4).